Event description:
It was reported that during a lower anterior resection, the instrument did not provide a complete anastomosis. Surgeon oversewed anastomosis to complete the operation. The product is not being returned and no add'l info is available. There was no adverse consequence to the pt.